Manufacturer narrative:
Product event summary: the 4fc12 sheath of lot number 0012729039 was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. The following observations were identified. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at approximately 0.75 and 2.5 inches from the tip. During shaft inspection a shaft discoloration was observed. The following functional testing was performed. Observations are listed below. The steering mechanism and deflection test revealed the shaft does not move and not bend. The following relevant sub-assembly inspection and tests were performed. Observations are listed below. Dissection of the returned device revealed bent guide rod inside the handle which led to reflection difficulties. Dissection of the returned device revealed the gap between threaded slider and floater disk which caused a free rotate of the knob without turning the shaft. Dissection of the handle revealed a shaft kink in the handle area. In conclusion, the sheath failed the return product due to a kink/twist observed on the shaft, kink observed on the shaft inside handle, a bent guide rod observed and threaded slider-floater disk gap out of spec. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the tip sheath was found to be bent and could not be restored during the surgery. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.